Event description:
Female, underwent a right salpingo-oophorectomy by the gynecology service for a fibroma. The pt was found to have adhesions in the small bowel area and adhesiolysis was performed by a general surgeon. Three sheets of seprafilm were utilized around the small bowel. One sheet of seprafilm was placed between the retroperitoneum and the small bowel. Two sheets were placed between the small bowel and the intra abdominal wall. The pt did well with her postoperative recovery and was subsequently discharged four days later. Within 24 hrs of discharge, the pt was experiencing nausea and vomiting. She was unable to tolerate any oral intake. She was not experiencing abdominal bloating or distension. She presented to the emergency dept on two occasions. First on the evening of the next day and then again at the early evening the following day. She was hydrated with intravenous fluids on both occasions. Her symptoms persisted, however, and she re-presented to the emergency dept 3 days later. She was found to have a benign abdominal examination. Her while blood cell count, however, was elevated at 14.95. She was clinically dehydrated with hyponatremia, hypokalemia and hypochloremia. She was admitted to the hosp for further evaluation and management. A nasogastric tube was placed. She had greater than two liters of output. A CT scan of abdomen and pelvis was obtained revealing dilatation of the stomach and proximal small bowel. There was a transition point with distal decompression. This was consistent with a mechanical small bowel obstruction. The next day, the pt was taken to the o.r. And re-opened. The pt was found to have a very intense inflammatory reaction of her small bowel and small bowel mesentery were clumped together into a few areas of indurated masses. Her entire small bowel was basically one large conglomerate that was matted together. The tissues appeared somewhat melted together, without any identificable planes. The tissues were friable, and upon opening the abdomen, injuries were sustained. An area of "deserosalization" was oversewn. Two enterotomies were repaired. A distal ilieal longitudinal tear was not repairable. The pt basically had a "concrete abdomen" and this was inoperable. A resection was impossible, as was exteriorization. The proximal and distal portions of the tear were decompressed with tube ileostomies. The inflammatory process was limited to the distribution of where the seprafilm was placed. This was around the small bowel and small bowel mesentery. The pelvis was spared from this process, as was the upper abdomen. She was kept on bowel rest/decompression and total parenteral nutrition. Over the next few days, the pt developed progressive confusion and delirium. Her oxygen requirements increased. A chest x-ray revealed patchy infiltrates. The pt was subsequently transferred to ICU 2 days later. The next day, she was diagnosed with severe sepsis and began treatment using xigris. The pt's respiratory status worsened and she eventually required intubation and ventilatory support. The pt appeared to develop a systemic inflammatory response and ards. The pt continued on high ventilatory support and intermittent vasopressors. It was felt that she had worsening fibroproliferative ards. Twenty days later, active measures were withdrawn and the pt subsequently passed away.